Event description:
Clinical engineering reports finding 70% of their ivent ventilators at one hospital and 20% at second site which inadvertently cycle power when the power switch cover is lifted and allowed to snap back into position.

Manufacturer narrative:
The following elements have blank data.

Event description:
Clinical engineering reports finding 70% of their ivent ventilators at one hospital and 20% at second site which inadvertently cycle power when the power switch cover is lifted and allowed to snap back into position.